Event description:
It was reported that the patient had developed flu symptoms, followed by bronchitis and then stopped working. The minimed allegedly broke due to the patient's coughing. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).